Event description:
It was reported that during an angioplasty procedure, it was noted that there was no stent on the delivery device. The lesion was located in the right external iliac artery. The lesion details are unknown. The sentinol vascular stent 7x59mm delivery system was advanced to the lesion. It was discovered upon attempted deployment that the stent was not on the delivery system. It is unknown when or where the stent dislodged. The delivery system catheter was removed. The procedure was completed with another device. No patient injuries or complications were reported. The patient condition is reported as "no complications."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.